Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the catheter is damaged. When performing venous access puncture, resistance was noticed in the progression of the catheter. The procedure was interrupted and the catheter removed, revealing damage to the plastic portion of the device.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: during the analysis of this complaint, batch histories, nonconformance records, and corrective maintenance logs were reviewed, and no records were found that could be related to the reported defect. Furthermore, since this complaint does not include samples or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation conducted so far, it was not possible to determine a root cause for the reported defect.